Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The surgeon prepared the glenoid for an l60 cortiloc glenoid and the trial seated flush with the bone. When he went to seat the final implant, it would not sit flush with the bone. He tried to get it seated without success and ultimately decided to pull it out and it came out fairly easily. Upon inspection, the surgeon observed the inferior-posterior peg was bent and concluded this was the issue. The surgeon removed the cement and re-prepped the glenoid for an l50 which added 20 minutes approximately to the surgery.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.